Event description:
It was reported that the external pulse generator turned itself off while pacing a patient. No incident was reported. The issue could not be duplicated in subsequent biomedical testing with an analyzer. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found during functional testing. It was noted that the interconnect flex was crimped, the lower case was broken, the ring cover was contaminated and the ring was loose and bent.